Manufacturer narrative:
The presence of the k antigen was confirmed on retention crrs, lot g154. The customer did not return product or sample for investigation. A service visit was performed. The pump pressure was too low; the pump head had to be rebuilt before the pump pressure could be adjusted. The pump pressure and flow rate were adjusted to within specifications. After the adjustments, samples were run; expected results were obtained. The missed antibody was run; it tested positive.

Event description:
Customer reported a missed antibody on the abs2000. A patient was reported as negative by the abs2000. Crrs plates were used. The sample was tested twice on the instrument; it was reported as invalid initially and as negative with repeat testing.